Manufacturer narrative:
Investigation is ongoing. This is one of two reports for this case.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transapical aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. The patient had extreme tortuosity of the aorta leading to difficulty with gross valve alignment, going up and over the arch and difficulty crossing an extremely calcified native valve. During the procedure, there was a balloon "rupture" during deployment with the valve still crimped and intact. The delivery system and valve were pulled back into the descending aorta. The physician attempted to pull into the esheath to remove everything as one unit; however, the valve pulled off the delivery system the team was unable to retrieve the valve and the decision was made by the physician to deploy a stent inside of the valve. The patient remained stable for the entire case. The physician decided not to continue the case with another sapien valve. As per follow-up with the fcs, the team experienced crossing difficulty due to an extremely calcified and tight native valve, and although the valve had been ballooned within the past 30 days, no pre-implant bav was performed; guidewire position was maintained and no patient injury occurred. Alignment difficulty arose during gross valve alignment due to extreme tortuosity in the descending and the patient's scoliosis made it challenging to find a straight segment, though the operator eventually located a suitable straight section and confirmed the valve was between markers before deployment. The reported balloon "burst" was determined to be balloon leakage, not a burst. The leak was ultimately attributed to balloon interaction with bulky native calcium. Withdrawal difficulty occurred because of the patient's severely tortuous anatomy and ultimately bent a valve strut. During the withdrawal attempt the bent strut of the valve was noticed in which case the team was nervous that further manipulation of the valve would potentially harm the patient. No patient injury occurred. The patient remained in stable condition, the valve was left implanted in the non-target location with a stent placed inside it.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint for valve alignment difficulty was confirmed based on the reported event description. Available information suggests that patient factors (tortuosity) likely contributed to the event as it was reported that there was "extreme tortuosity in the descending [aorta] and the patient's scoliosis made it challenging to find a straight segment." If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces, creating high tension in the system, which could have consequentially led to the reported valve alignment difficulty. The complaint for balloon leak was confirmed based on the reported event description. Available information suggests that procedural factors (high valve alignment forces) likely contributed to the event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, damaging it prior to thv deployment. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed based on the reported event description. Available information suggests that patient factors (calcified and tight native valve) likely contributed to the event as it was reported that "the team experienced crossing difficulty due to an extremely calcified and tight native valve, and although the valve had been ballooned within the past 30 days, no pre-implant bav was performed." Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on the reported event description. Available information suggests that patient factors (tortuosity) and procedural factors (altered crimp profile) likely contributed to the event as it was reported that "withdrawal difficulty occurred because of the patient's severely tortuous anatomy and ultimately the bent strut in the valve [...] During the withdrawal attempt the bent strut of the valve was noticed [...] It was believed that the bent strut happened during the retrieval and was on the outflow side of the valve." Tortuosity may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during withdrawal. Tortuous patient anatomy can also contribute to non-coaxial withdrawal of the delivery system. Non-coaxial alignment can result in the crimped thv interacting with patient vasculature or the sheath, leading to withdrawal difficulty. Additionally, withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. The complaint for thv dislodged off balloon during withdrawal through sheath was confirmed based on the reported event description. Available information suggests that procedural factors (withdrawal of damaged thv and device manipulation) likely contributed to the event as there was difficulty during withdrawal of the delivery system with the damaged thv. If additional device manipulation was applied to overcome the resistance, it can lead to the thv dislodging off of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.